Event description:
It was reported that during a thyroidectomy procedure, the minimum button would not work on the device. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.